Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" and "check therapy electrode" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿, ¿check therapy electrode messages) was confirmed due to the +5v lead of the ECG ¿a&b¿ cable connector being damaged. The belt did not pass falloff testing. The root cause for the damaged cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.